Event description:
This is an non-us event. The malfunction occurred in (B)(6). The consumer reported a tampon came apart during removal and pieces of the tampon remained inside her. She was able to remove the remaining pieces on her own. She attempted to use another tampon and the same malfunction occurred again. On (B)(6) 2011, the consumer was examined by her physician and her physician removed a small piece of tampon. The consumer reported she is fine.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.